Event description:
The customer reported that three (3) out of the ten (10) packages containing the adapter dual spikes were found to have puncture holes on the film side of the pouches causing a breach in sterility. It was further reported that the damage to the packages was discovered during the restocking of the products. The outer box was immediately examined and there were no visible signs of damage. Since the puncture holes were noticed while restocking, the products were not used and thus there was no patient involvement. The other seven (7) packages were placed in stock for use.

Manufacturer narrative:
Evaluation findings: three (3) unopened packages were received for evaluation. Visual examination found all 3 pouches were showing puncture-like holes on the film side of the pouch. It was also noticed that one of the pouches has a puncture hole on the tyvek side as well. Two packages were further evaluated by the packaging engineer and after a thorough review of the samples, the engineer concluded that the puncture in the blister package was caused by the clamp of the dual spike adaptor. Based on this finding, it is believed that this type of damage could have occurred during shipping and/or handling of the device. (B)(4).. Risk evaluation shows this failure continues to be at an acceptable risk level. In addition, an investigation was generated to address this reported problem. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and immediately prior to use). Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. Additionally, the product's instructions for use (IFU) warns: if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.